Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tandem-provided usb charging cable became damaged and was no longer able to be used to charge the pump. Additionally, it was reported that the tandem-provided usb charging cable wires became exposed. There was no adverse impact to the customer's blood glucose level due to this reported issue. Reportedly, customer reverted to an alternate method of insulin therapy.